Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following a spinal fusion surgery using rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records, it was reported that on: (B)(6)-2003 the patient underwent spinal fusion with infuse bone graft. An unknown date between 2002-2005, the patient underwent corrective surgery. An unknown date between 2004-2005, the patient underwent corrective surgery to replace hardware that was inserted and had more hardware inserted. Patient had a fusion done earlier in the late 90's or early 2000's. The patient underwent surgery because of degenerated disc disease - blew disk at work. The patient had the following complications: numbness and tingling down legs, pain in lower back and swelling - lump on back, trouble controlling bowel, has to constantly lay down. Legs give out while she stands. (B)(6)-2005 the patient presented with chronic pain. (B)(6) 2005 the patient presented with bone growth tumor. Enhancing soft tissue in left anterolateral recess at l4-l5, presumably scar tissue was observed. (B)(6)-2006 the patient presented with nerve damage and was diagnosed with radiculopathy. (B)(6)-2007 the patient presented with failed fusion due to pseudoarthrosis.